Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indication of use. It was reported that decrease stimulation keyon the patient programmer was not functional. The increase stimulation keyon programmer worked so he ended up increasing stimulation but not being able to decrease stimulation which led to an experience that "raised his hair up and hurt him enough just to torture him (patient was referring to stimulation being too high and not being able to decrease it)." He had to use insr to turn stimulation off. Additional information was received from a patient. It was reported that patient called regarding a letter he received from the manufacturer. The letter didn't match what the problem was though as patient stated that on 9/21, he called about his programmer being broken. The letter advised that the manufacturer was required to follow-up to the patient at the time of high stimulation. He called for a bad product as the programmer broke and that he did not suffer from high stimulation. He did suffer from high stimulation two years ago when he had a car accident, so the letter was not relative to the problem he had on 9/21. Patient service specialist (pss) reviewed call notes with the patient from this record and patient confirmed that the programmer decrease key was not functional and that the increase key was functional, so the stimulation was set too high. A new programmer was sent to him and worked fine. When he was in a car accident two years ago, he did experience high stimulation and that it was an unforgettable experience. On date of 9/21, (B)(6). The hand programmer became defective. The manufacturer was always was fantastic and replaced the programmer and everything went back to normal.